Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # 1556200500, 510k # k131321 and UDI # (B)(4) was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with degenerative lumbar scoliosis; and underwent posterior fixation at t10-s2ai and posterior lumbar interbody fusion at l5-s1. Intra-op, when the sagittal image was checked after the rod was pushed down and provisionally fixed, it seemed that the anterior side of the vertebral body had opened and the anterior longitudinal ligament ruptured. After that, the blood pressure decreased. The rod was removed temporarily, and grafted bone was added after treatment of the surgeon from anesthetic department. After cutting the rod, the rod was re-inserted and the operation was completed. Vascular surgeon participated in the operation due to this event. There was a delay of less than 60 min in overall procedure time as a result of this event. Patient's issue has been reported to be resolved. According to the vascular surgeon, the event was not related to the implant and patient needed follow up observation. According to the surgeon, there was a possibility that the blood vessel (vein) getting injured during ligament rupture.